Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tongue resection, during several attempts, knots loosen by themselves despite 3-fold knotting. It was reported that deficiency occurs with every thread thickness and package. They changed the product to complete the case. No patient injury.